Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached from his arm on the seventh day of wear. The customer was unable to obtain scan readings and became hypoglycemic, subsequently experiencing a loss of consciousness. An ambulance was called and the customer was taken to the hospital where he received glucose injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.